Event description:
Per the clinic, the internal magnet became dislodged subsequent to the patient sustaining a head trauma. Surgery to replace the magnet occurred in (B)(6) 2013 (exact date not reported). The internal device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to remove and replace the internal magnet on (B)(6) 2013. This report is filed 11 apr 2014. Implanted device remains.